Event description:
During a hip arthroscopy with labral repair using the 72202629 rasp xl, it was reported that the device broke in half during surgery. The report states that nothing broke in the patient. There was no reported delay, patient injury or surgical complication.

Manufacturer narrative:
Although anticipated, the device evaluation has not begun. When the investigation is complete, a supplemental report will be completed. (B)(4).

Manufacturer narrative:
Product evaluation: one xl rasp was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The shaft has broken at the transition step that interfaces with the handle. No material voids were observed at the break area. Dimensional assessment confirmed device meets print specifications. Design improvements are being addressed. (B)(4).